Manufacturer narrative:
Date sent to the FDA: 8/10/2018 additional information: additional narrative: it was reported that the patient underwent a gynecological surgery on (B)(6) 2009 and mersilene mesh was implanted. It was reported that following insertion the patient experienced adhesions and pelvic pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/5/2019. Additional narrative: it was reported that she experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.